Manufacturer narrative:
On (B)(6) 2025, the emergency room hcp reported redness and pain at the sensor site, noting there was no fever or other symptoms and that it was unclear whether the issue was related to the sensor, transmitter, or patches. During a follow-up call on (B)(6) 2025, the user confirmed an infection at the sensor site but declined to provide further details, only stating that the infection was still present. The event was related to the recent sensor insertion on (B)(6) 2025. The user did not receive hospital treatment and declined to share information regarding diagnosis or prescribed medication. The user's hcp is aware of the event, and per dms, the user has not been using the system since on (B)(6) 2025. The hcp who called couldn't confirm if the symptoms were related to the sensor, the transmitter, the patches or the sensor site.

Event description:
Senseonics was made aware of an incident where on (B)(6) 2025, the emergency room hcp reported redness and pain at the sensor site, noting there was no fever or other symptoms and that it was unclear whether the issue was related to the sensor, transmitter, or patches. During a follow-up call on (B)(6) 2025, the user confirmed an infection at the sensor site but declined to provide further details, only stating that the infection was still present. The event was related to the recent sensor insertion on (B)(6) 2025. The user did not receive hospital treatment and declined to share information regarding diagnosis or prescribed medication. The user's hcp is aware of the event, and per dms, the user has not been using the system since on (B)(6) 2025.

Manufacturer narrative:
On (B)(6) 2025, the emergency room hcp reported redness and pain at the sensor site, noting there was no fever or other symptoms and that it was unclear whether the issue was related to the sensor, transmitter, or patches. During a follow-up call on (B)(6) 2025, the user confirmed an infection at the sensor site but declined to provide further details, only stating that the infection was still present. The event was related to the recent sensor insertion on (B)(6) 2025. The user did not receive hospital treatment and declined to share information regarding diagnosis or prescribed medication. Additional information was received on 15-sep-2025 that the user was put on antibiotics and spent 6 hours in the emergency room (ER). The nurse practitioner (np) removed the sensor and pus came out of incision area. The incision site was then cleaned. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. B4. Date of this report 20 oct 2025. G3. Date received by the manufacturer? 20 oct 2025. H6. Health effect -impact code updated to 4624. H6. Component code updated to 510. H6. Type of investigation updated to 3331. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 22.